Event description:
It was reported that according to the surgeon the device was not working. However, in situ testing was indicative of a functional device. It was assumed that the floating mass transducer had dislodged from the round window. The patient was explanted of the device on (B)(6), 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.